Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false negative result for quickvue otc. The consumer communicated it was confirmed by another rapid antigen assay done at hospital. Consumer described individual was symptomatic but days of onset are unknown.